Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose event with ketones measuring 17 mmol/l. The patient did not feel well, vomited, and was transported to the emergency room by a parent. The patient was hospitalized for more than 24 hours and received intravenous (IV) insulin. Symptoms at the time included headache, thirst, and flu like illness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.